Event description:
It is reported that the pt was revised following a femur fracture.

Manufacturer narrative:
Eval summary: review of surgical reports provided indicates surgical review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so no check of correct fit and orientation was possible. Pt factors that may affect the performance of the components such as bone quality, activity level or type of components such as activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contributions to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.